Event description:
The patient stood in the bathroom at the sink, then suddenly a loss of strength in the left leg and fall by the sudden pain and loss of strength in the left leg. Previously no trauma. Update may 5, 2020: photo of returned fractured stem also shows trunnion wear.

Manufacturer narrative:
Reported event: an event regarding pain involving a metal was reported. The event was confirmed through material analysis of the device where disassociation was confirmed. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 12- may - 2020. This inspection indicated: femoral head: in the returned head, scratching was observed on the articulating surface of the femoral; consistent with the explantation process. Damage consistent with cyclic contact against the stem trunnion was observed on the inner taper of the head. This damage is consistent with the loss of taper lock. Dimensional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: the returned stem had fractured in fatigue; with the fracture propagating inferiorly. Wear damage consistent with the loss of taper lock was observed on the stem trunnion and head taper. Eds and xrf showed that the components were consistent with the material callout on their respective drawings. Debris on the stem trunnion was consistent with a corrosion product and an oxide. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: re (B)(4) which is a case from germany and represents a female patient described as 88 y/o , 160 cm tall and weighing 72kg. Her date of implantation is listed as (B)(6) 2007 and explantation (B)(6) 2019. The event description state: "... Suddenly a loss of strength ... Fall ... Sudden pain ... Photo of returned fractured stem ... Also trunnion wear." On (B)(6) 2007 brief translated operative report uncemented tha for coxarthrosis. Spinal anesthesia and anterior approach. Uncomplicated surgery and implant labels confirm the following components implanted: #3 accolade tmzf plus stem, 36/-5 v40 lfit head, 46 trident psl acetabular shell, 36/0 degrees x3 poly insert. Undated photo of clean explanted femoral stem with transverse fracture of the neck approximately 1 cm distal to the base of the trunnion which appears grossly intact. An intact explanted metal head is adjacent to the stem. No clinical or pmh, no revision operative report, no examination of explanted components, no imaging studies, no confirmation of "trunnion wear". Based upon the information available for review, insufficient data is presented to create a medical report for this case. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
The patient stood in the bathroom at the sink, then suddenly a loss of strength in the left leg and fall by the sudden pain and loss of strength in the left leg. Previously no trauma. Update may 5, 2020: photo of returned fractured stem also shows trunnion wear.